Manufacturer narrative:
(B)(4) for the reported event of jejunal tube kinked. (B)(4) for the reported event of jejunal tube migration. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was placed. The procedure was performed on (B)(6) 2015. According to the complainant, post procedure, the patient was reportedly in pain and was put on dilaudid infusion via pca pump. On (B)(6) 2015, the patient had an upper endoscopy as CT noted jejunal tube had migrated, with j tube curled in the stomach. The tube was repositioned endoscopically; however, the problem recurred. In addition, the blue buttons that close the y-port tubing for feeding fell out and the y-port stayed open. They had to use surgical tape to prevent leaking. On (B)(6) 2016, a new jejunal tube was placed.